Event description:
It was reported that during an open reduction internal fixation procedure of the humerus on (B)(6) 2013, as the surgeon was drilling a hole, the drill bit tip broke cleanly into the bone. The procedure was completed, but the broken portion of the drill bit remained in patients bone. Surgery was completed as planned. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Additional product code - hsz.